Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 7.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at an unspecified pressure for 30 seconds the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address (B)(6). Initial reporter city - (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 7.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at an unspecified pressure for 30 seconds the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported and the patient condition was good. It was further reported that a 7.0mmx40mmx40cm (4f) sterling balloon catheter was used followed by a 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter. Both balloons were used in the same patient and procedure.